Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? Were any of the forces higher or lower than expected (closing or opening)? Additional information: the device formed the staples and cut correctly but the customer said that the staple lines were non-parallel. No further information is available.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge (a) loaded on the device. The cartridge was received unfired and in good visual condition. Cartridge (b) ecr60d, l52c4n was received fully fired. In addition, in order to verify the integrity of internal components the returned cartridge was disassembled and no anomalies were noted, no damage on cartridge deck was found. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as no incomplete staple line was noted during the functional testing. Intra-operative photos were received. Based on the photographic evidence the belief is that the complication was the result of deck deflection. The complication was the result of the tissue being beyond the staple cartridges gap specification and the ple60a device¿s ability to bring the captured tissue into thickness compliance.

Event description:
It was reported that during a gastric sleeve procedure the staple lines were nonparallel. No patient consequences reported. Procedure was completed with same like device. No further information is available.